Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and then immediately after, a cartridge alarm 19 had occurred. The customer changed the supplies on the pump. The customer's blood glucose (bg) level was 149-159 mg/dl and a correction bolus was delivered to address the bg.